Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient code).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right knee bone decompression to treat pain and walking difficulty secondary to heterotopic ossification. Intraoperatively, the surgeon removed anterior suprapatellar bone spurs and adhesions and performed a synovectomy. All components were well-fixed and retained. The patient received an anterior adductor canal nerve block catheter for postoperative pain relief. The procedure was completed without complications. Pathology of the excised tissue was benign, and no infection was identified. No components were revised. Doi: (B)(6) 2016 (patella); doi: (B)(6) 2018 (insert, tibial and femoral components); doe: (B)(6) 2018 (wound debridement); doe: (B)(6) 2019 (decompression); right knee.